Manufacturer narrative:
The complaint of retention dome breakage is confirmed, user-related. The dull and rounded veneer at the break site are traits indicative of excessive force was applied during removal of the device. The lack of any associated damage to the retention dome suggests the break was caused by stretching the dome beyond its elastic limits during removal. It is not known if the gastrostomy tubing was free-floating within the fibrous tract prior to removal. The device had been in place for approx 100 days prior to the complaint incident. Gross visual and microscopic examinations and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. This implies the device functioned as designed until the complaint incident occurred. The product instructions for use (IFU) provides a narrative description for removal of this device.

Event description:
The dome portion was detached from the catheter during the traction removal for replacement.